Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not seem to be lined up in the instrument like it should have been. The clips scissored or crossed. Time delay and used new instrument. No patient consequence.